Event description:
The customer reported a false repeat reactive alinity s anti-hbc result on a donor. The following results were provided: date: (B)(6) 2023; assay: anti-hbc; sid: (B)(6); alinity results: = 1.13 / 1.09 / 1.13 s/co; nat result : negative. No impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s anti-hbc reagent lot 50519be00 identified normal complaint activity. Field data review showed that the repeat reactive rate observed for the complaint lot in blood banks meets the specificity performance claim of the package insert. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. No customer returns were available for evaluation. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue and/or product deficiency was identified.

Event description:
The customer reported a false repeat reactive alinity s anti-hbc result on a donor. The following results were provided: date assay sid alinity results nat result 9/6/2023 anti-hbc (B)(6) = 1.13 / 1.09 / 1.13 s/co negative no impact to donor management was reported.